Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 188 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to moisture damage on the keypad traces. The audio beeps and vibration functioned properly during the self test. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.